Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. In one area on the revised cup there is evidence of boney on-growth having occurred. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. A report from the hospital pathology department and revision operative note was provided. No conclusions could be drawn from the device examination or review of the provided records. A root cause was not identified. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address loosening of the cup. Metallosis was also reported. Update (B)(4) 2013 - patient's revision operative records were received. Records indicate upon revision 2 of 3 screws were removed due to cup loosening. 1 screw was stripped and had to be left in place. 3 screws are being added to the complaint for cup loosening.

Manufacturer narrative:
This complaint is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.